Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient (pt) regarding an external device the reason for call was onset of the call patient said that they were able to figure it out. Pt stated that she noticed her stimulation turned itself off. She connected with the system and it wouldn't allow her to turn her stimulation up after she said she turned it back on. When she changed groups the individual programs were turned off. Patient mentioned that if they go to group a they have a stimulation but on group b and c there was no stimulation. Patient also mentioned that when they are charging the screen went dimmed and they took the battery out and put it back in. They walked through with rep ensuring the programs were on and had her turn the stimulation up. The patient was able to adjust her stimulation and the issue was resolved.